Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the battery side, no delivery alarm/insulin flow blocked alarm, possible under delivery/bolus delivery anomaly and was hospitalized for high bgs and dka found on (B)(6) 2022. The pump was received with a partially broken battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 21-dec-2022 however, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 00:44:12.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2021 22:51:28.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of 21-dec-2022, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 21-dec-2022 listed on smartsolve. Dailytotalofallinsulindelivered = 22.25 dailytotalofbasalinsulindelivered = 22.25 percentageofdailytotaldeliveredasbasalinsulin = 100 dailytotalofbolusinsulindelivered = 0 please see below for the customer's daily total of all insulin delivered surrounding the event date 21-dec-2022 listed on smartsolve and the 6 days prior to the event date. (B)(6) 2022 dailytotalofallinsulindelivered = 57.25 (B)(6) 2022 dailytotalofallinsulindelivered = 22.25 (B)(6) 2022 dailytotalofallinsulindelivered = 33.25 (B)(6) 2022 dailytotalofallinsulindelivered = 31.5 (B)(6) 2022 dailytotalofallinsulindelivered = 22.25 (B)(6) 2022 dailytotalofallinsulindelivered = 22.25 (B)(6) 2022 dailytotalofallinsulindelivered = 22.25 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 21-dec-2022 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery side of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery/bolus delivery anomaly was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "The reported device is not marketed in the united states, but it is the same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was admitted to diabetic ketoacidosis and also found no bolus appeared. Troubleshooting was not performed and it was unknown whether the customer used the insulin pump within 48 hours of the episode. It was also unknown whether  the auto mode feature was inactive at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.